Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) had a purge clip broken. A replacement loaner was sent to the facility. No patient is involved.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed. The console was returned for review. Imc logs were irrelevant to this complaint as the clinical staff only reported that the consoles purge retainer was broken. The console was examined after arriving. The purge retainer was found to be broken. The fans did not seem to engage during bootup of the console. The root cause of the issue was a broken retainer.